Event description:
On 2025-apr-04 (B)(6) x3 sap ecc s, r 000304073659 sap ecc s,r 000304067842 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient hadn't used their stimulator in a while and today they decided to use it and they couldn't get into the phone to operate it. The patient stated the stimulation was hurting them and they wanted to turn the therapy down. The patient stated the handset was password protected. The patient was advised not to put password protection on the handset. The patient said they didn't think they ever did that but then stated their granddaughter may have put a lock on the device. The patient mentioned that about a year ago their granddaughter got a hold of their phone. A replacement handset was sent out. The patient was advised they would need to see their healthcare provider (hcp) to further assist with programming when they received the replacement equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.